Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin.net transmission was triggered by a fast vt-episode. Anti-tachycardia pacing therapies were ineffective and accelerated the arrhythmia into the vf zone. The first two shocks were adequate but ineffective. The third shock restored the sinus rhythm. The patient has a high defibrillation threshold. The patient is in good condition and no further actions will be taken at the moment.